Event description:
It was reported that the syringe was broken and it was difficult to inflate the balloon of ureteral dilation balloon catheter on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed, supplier manufacturing related. Photo samples were provided, however, could not be evaluated for the reported event. The eagle inflation device was received without the original packaging. Per the evaluation results, the root cause confirms that this complaint is due to the excessive flash. The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A label/pack review is not required as a review of the label could not have prevented the reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the syringe was broken and it was difficult to inflate the balloon of ureteral dilation balloon catheter on the day of use. Per follow-up information received from ibc on 09aug2022, stated that the syringe was the inflation device. Per sample evaluation results received on 11oct2022, it was reported that the gauge needle was out of the zero position when the ureteral dilation balloon catheter was returned. It was stated that when attempting to aspirate, the needle on the gauge increased with the increase in pressure but was out of tolerance due to shock damage or misuse.